Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting as the longevity measurements had dropped more than anticipated in between follow-up appointments. No changes have been made and the pacemaker remains in service. No adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the pacemaker be returned back from the field for analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting as the longevity measurements had dropped more than anticipated in between follow-up appointments. No changes have been made and the pacemaker remains in service. No adverse patient effects were reported. Additional information provided indicated boston scientific engineering reviewed device data and confirmed the battery is depleting normally based on the current programmed parameters. No unusual faults or resets were observed. The pacemaker remains in service and there were no adverse patient effects reported.